Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 024, it was reported that the patient encountered infusion set needle got broken within 5 minutes of use. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.